Event description:
Sara 3000 has been used to lift the resident of over 13 years, 5 times a day. In this instance, the carer took the resident to the bathroom for toileting. The resident had a propensity to take a look in the toilet after she was finished so the carer would turn the lift but the client wouldn't wait until the end of the turn, always turning the upper part of her body in advance. That led to the resident often being in a turned position (after she was finished toileting); she also had slightly bowed knees and loss of strength in her right hand. Previously, there was a tendency for the resident's right leg/foot to slide away from the foot platform due to this position, but was corrected by the carer and the resident herself. In this instance, the left leg/foot slid away. In a panic, the resident released her hands from the spreader bar and was supported by the sling only. The resident then expressed that she was in pain, and the carer lowered her down to reduce the weight on the sling. After calling a colleague in for assistance, they released the sling and placed the resident on the floor; it was at this point that the carer noticed that the resident's leg was in an unnatural position. General practitioner was called in, and the resident was taken to the hospital, where an open femur fracture was revealed. The resident developed pneumonia due to complications from her condition; after 1 1/2 weeks, she passed away at the hospital.

Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.